Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The complaint device was received. The reported failure to adhere or bond could not be replicated in a testing environment. The failure to adhere/bond appears to be related due to the patients pathology/morphology. A tear was observed at the clip cover and a definitive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported with this lot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tear on the clip cover found on the returned device. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). One and a half hours were spent trying to grasp both mitral valve leaflets, but due to the dilated annulus of the patient, the mitraclip nt was unable to grasp both leaflets simultaneously. The undeployed mitraclip nt was removed from the anatomy and replaced with a mitraclip xtr, which was deployed. A mitraclip ntr was also deployed and mr was reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.